Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22/jan/2019 and on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening, crease flat, device appearance (observed 40 mm dark patch edge material inside gel device), and the device was underweight. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on posterior due to surgical damage. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. The reason for reoperation was seroma (late onset) and capsular contracture, baker grade IV. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, cyst, nodule, folds, and ¿peri implant liquid.¿ the device has been explanted.